Event description:
Patient reported it was very strong and they were ripping their hair out. No settings changed and it changed on its own. Patient stated they weren't doing anything and just laying around with a broken leg when it happened. Issue not resolved; charge only lasts 3.5-4 days.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported that their implant battery is not lasting as long as it used to. The patient stated that the implant battery used to last 7 days, but now the charge only lasted 36 hours and took so long to charge.  Last week, the patient mentioned that the ins malfunctioned and said stimulation was so strong and nonstop that they thought they were going to get electrocuted. Pt couldn't think straight or remember how to turn stim off so they took the battery out of the controller and put it back in. However the next few day and about once a day, stim was "jamming me up" as the stim would go up to 20. Agent reviewed charge frequency depended on settings/usage and controller read what ins was telling it, so the patient should follow up with their healthcare provider (hcp) to address the issue. Agent reviewed role of rep, redirected to hcp, and sent an email to the field team in their area to request a local representative meet with the patient. Pt said they tried calling reps, but could not get a hold of one.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.